Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) act and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed. Test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 70 mg/dl. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.